Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error probably while the customer was sleeping. They were clearing the motor and received a motor position encoder error alarm. Blood glucose value was 480 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.